Manufacturer narrative:
This report is submitted on 26 march 2021.

Manufacturer narrative:
This report is submitted on november 27, 2020.

Event description:
Per the clinic, the patient was placed under a general anaesthetic in order to have the device explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.